Event description:
No additional information received from customer.

Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 10/24/2025.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited moisture has penetrated the device (display looks milky in the corner). There were no reports of patient harm.

Manufacturer narrative:
This supplemental correction report is to inform that upon further review, "moisture has penetrated the device (display looks milky in the corner)" is not a reportable malfunction. There is no potential for the reported issue to cause or contribute to death or serious injury if the malfunction were to reoccur. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.